Manufacturer narrative:
A specific root cause could not be identified. The investigation found the repeat results recovered in the opposite direction from the initial results. Common reason for this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial potassium result was 4.52 mmol/l and the repeat result was 3.93 mmol/l. The initial chloride result was 84.7 mmol/l and the repeat result was 101.0 mmol/l. The initial results were reported to the physician. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The customer declined a service visit as preventive maintenance was performed (B)(6) 2015.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.